Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the femoral artery. The chronic total occlusion target lesion was an eccentric lesion located in the moderately calcified and mildly tortuous right coronary artery (rca) and was 24mm long with a reference vessel diameter of 3.5mm. The 2.25x24mm promus element ¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 210mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).